Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that for at least 6 months (they confirmed it was in 2020) that they have been having pain radiating down their right leg (inner and outer thigh, behind the knee and the foot.) The patient reported that the pain has gotten worse over time. The caller stated that they turned the device off about 2 months ago and that the pain was still present, but when the stimulation was on, the pain was worse. The caller stated that their managing health care professional (hcp) said that since the device was off that the pain could not be from the device and that the patient has had vascular tests and a myleogram done to check the lumbar spine but those tests were negative. The patient stated they believed that the pain was coming from the device and they wanted to know if the device could have moved? Patient services reviewed information and the patient mentioned frequent bending motions. The patient also noted that the hcp scheduled an appointment with the manufacturer representative (rep) at the hcp office on (B)(6) 2020 but they may just see if the hcp can see them. It was noted that the patient did not allege that they made the rep aware of this issue. On (B)(6) 2020, the hcp reported that the patient¿s device was removed on (B)(6) 2020. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.